Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported a falsely decreased ethanol result on one patient's serum sample. The results provided were: initial <10mg/dl / repeat in duplicate on different architect= 349 and 345mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
The customer originally contacted abbott about receiving error code 3382 [unable to process test, internal wash pressure (low) error (reagent 2b) pipettor.] On the architect c16000, serial number (B)(4). During troubleshooting, the customer identified a discrepant ethanol result which had been generated around the same time as the error code. The customer continued to observe errors on the r2 b pipettor and abbott field service was dispatched. The field service representative (fsr) found leaky bellows on the internal wash pump. The bellows and poppet valves were replaced to resolve the issue. There were no additional discrepant results generated on (B)(4) after the parts were replaced. A review of the instrument service history found no additional erratic or discrepant patient results reported on (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to the issue. A review of the clinical chemistry systems was performed and no systemic issues or trends for erratic/discrepant results were identified. A review of historical data for the bellows, part number 2-89055-02, revealed no trends or systemic issues. A review of the pressure monitor log for the architect (B)(4) indicated the pressure monitor board was active during the time the discrepant results were generated. The architect system operations manual and the architect c16000 service and support manual, provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results; including but not limited to the troubleshooting performed by the fsr. Based on the investigation there were no product deficiencies identified for either the architect analyzer, serial number (B)(4) or the bellows, part number 2-89055-02.